Event description:
It was reported that the 9800 sys would not fluoro during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connection was repaired during the service call.